Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and was found to have one (1) bent grip tang, causing them to be misaligned. The offset at the tang was 0.66 mm. The tangs were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 8mm force bipolar instrument did not move. The hospital staff removed the instrument and saw that the jaw had popped off the hinge. Surgery staff indicated that no fragments broke off or fell into the patient. The procedure was completed with no reported injury.